Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a 71-year-old female patient, the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d9. The device was returned to zoll medical corporation for evaluation. Review of the device log shows advisory messages from both leads and pads indicating there was poor coupling. Poor coupling can be caused by various factors including, but not limited to, electrode placement, poor patient preparation, or poor contact between the pad and patient. The device was received with a multifunction cable, ECG lead cable, and ECG electrode. The returned ECG electrode is a non-zoll product. The pads used in the event were not returned. The x-series operator's guide states in warning that "the use of external pacing/defibrillation electrodes or adapter devices from sources other than zoll is not recommended. Zoll makes no representations or warranties regarding the performance or effectiveness of its products when used with pacing/defibrillation electrodes or adapter devices from other sources." The device was put through extensive testing including functional testing, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact.